Event description:
A surgeon reported that after a bilateral intraocular lens (iol) implant surgery, the pt saw well and read well, but kept complaining about a light described as a small shadow next to the letters when reading. There are two medical device reports being filed for this pt. This report is for the right eye (od) of the pt.

Manufacturer narrative:
The product was not returned for analysis. The product history records could not be reviewed because the reporting facility did not provide a lot number or any identification traceable to the mfg documentation. The product investigation could not identify a root cause. Not enough info was provided from the account for further investigation. Add'l info has been requested. (B)(4).